Event description:
It was reported that the healthcare professional (hcp) requested to review the storage episode. It was confirmed inappropriate tachycardia response (atr) episodes due to oversensing. Reprogramming options were recommended. Currently, this crt-p remains in service and no additional adverse patient effects were reported.